Manufacturer narrative:
(B)(4). The homechoice (hc) was received and analyzed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal and external inspections. Functional testing revealed a noisy pump. No additional defects were identified during electrical evaluation or a simulated therapy. The cause of the noisy device was determined to be a malfunctioning pump. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a homechoice (hc) pro machine had an unknown failure. Patient involvement and the step of setup or therapy during which this occurred were not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.